Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported a fluid leak from the liberty cycler set was discovered to have occurred upon completing treatment. Additional information received from the patient's pd nurse confirmed that the patient had not experienced an adverse patient outcome and is continuing pd therapy. Additional information received through follow-up with the patient's family member confirmed that the complaint sample liberty cycler set has been disposed of and is no longer available to be returned for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.